Event description:
It was reported that this left ventricular (lv) lead was suspected of exhibiting intermittent loss of capture. Technical services (ts) was consulted and recommended further testing options. This lv lead remains in service. No adverse patient effects were reported.